Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the abscess/cyst at the spine was not determined, "was originally thought to be infection but was never proven". In order to resolve the issue surgical intervention was needed to seal spinal fluid leak and remove abscess/cyst, 10 day hospital stay, lumbar drain, blood patch that did not hold, 2 intervention with lumbar drain more invasive muscle flap to close leak.

Manufacturer narrative:
Correction to previous additional information received for section b5/report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause of the abscess/cyst at the spine was not determined, "was originally thought to be infection but was never proven". In order to resolve the issue surgical intervention was needed to seal spinal fluid leak and remove abscess/cyst, 10 day hospital stay, lumbar drain, blood patch that did not hold, 2 intervention with lumbar drain more invasive muscle flap to close leak.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving an unknown drug via an implantable pump. The in dications for use were unknown. It was reported that the patient's representative (caller) reported the patient received a letter to update their information but the patient had the pump explanted in "2018 or 2019" at oregon health sciences university due to a medical complication. The caller stated there was "either a cyst or abscess in the patient's spine" the caller stated they had an MRI done and the doctor could see "fluid around the tip of the catheter". The caller did not know what medication was in the pump at the time but thought it was "either morphine or dilaudid".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported the pump had been removed due to infection.